Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a visipro with a non-medtronic 6fr sheath and a 0.035 guidewire to treat a plaque lesion with 90% stenosis in the left proximal renal artery. The artery diameter was 7mm and the vessel presented moderate tortuosity. IFU was followed and the device was prepped with no issues. It was reported that the physician encountered difficulty when attempting to cross the stenosis. Plain old balloon angioplasty (poba) was used to pre-dilate the vessel. On the second attempt, the stent could not make the 90 degree turn and the catheter was removed. Another 6x17 stent was used and during insertion a shadow was noted on the guidewire. The previously used stent catheter was checked and the stent was missing. In the process of pulling the wire back, the stent came off the wire and was free floating in the aorta. An amplatz snare was inserted and removed the stent in its entirety. The procedure was not completed.

Manufacturer narrative:
Device evaluation: visual inspection: the visipro that showed no stent loaded was inspected. Traces of dried blood was observed on the outside of the balloon. It could not be determined if the balloon was inflated previously. Indentation to the balloon material was observed where the distal and proximal end of the stent were loaded. No damage to the visi-pro catheter was observed. If information is provided in the future, a supplemental report will be issued.